Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary: no product returned. Thrombosis: the cause of the injury was unable to be determined due to insufficient clinical details. Low flow: clinical reports low flows after motor current (mc) spike that does not resolve. Activated clotting time (act) was in range. Blood volume and pump repositioning not attempted as troubleshooting. Field data logs confirm the mc spike with speed deviation and upward shift in placement signal (ps) on sep-30. Flows drop and remain low for remainder of case. The cause of the low flow was biomaterial ingestion based on data log review. Placement signal issue: placement signal not reliable (psnr) reported on sep-27. Data logs confirm the psnr alarms (opm bench invalid) and crc controller error alarms. Snr drops to 0, gain & light drop, lamp steps up, and contrast oscillates between about -/+ 3200. The issue lasts ~46 hours and then resolves on sep-29. The cause of the placement signal issue was determined to be console related per data log review. Device history lot: device lot: 1912982. Device history review: pump sn: (B)(6) passed all post sterile inspection checks.

Event description:
The complainant reported that a patient in acute heart failure was implanted with an impella rp flex for mechanical circulatory support following a heart transplant and cannulation with venoarterial extracorporeal membrane oxygenation (va ECMO). The patient originally was supported by an impella 5.5 as a bridge to transplant, successfully received a heart transplant, and during surgery for the heart transplant the impella 5.5 was explanted. Following the transplant, the patient was placed on va ECMO. After four days of va emco support, the decision was made to wean the patient from va ECMO, but the patient required right heart support. The decision was made to implant the patient with an impella rp flex to wean the patient off of va ECMO. The patient was successfully weaned and decannulated from va emco the following day. On the third day of impella rp flex support, it was reported there was an ongoing placement signal unreliable alarm (psnr). As pump functionality was not impeded, the alarm was disabled, and the medical team was instructed by a company representative to monitor motor current and pump flows. Two days later, the patient¿s nurse reported that changing the purge cassette resolved the psnr. A company representative advised not using the displayed metrics for documentation and discussed that there is no way to know if the sensor would fail again. The following day, it was reported that there was a drop in pump flows that was preceded by an increase in motor current and placement signal. It was noted that the motor current flattened out and then was followed by a spike and the motor current doubled. The motor current never returned to baseline, and the pump flows remained reduced. The patient remained stable throughout the pump issues. The company representative advised there was a potential clot entrainment causing the pump¿s decreased flows and high motor current. The pump was subsequently explanted due to the low pump flows; however, the patient¿s right ventricular function had improved enough that the medical team determined no other temporary support was needed to replace the impella rp flex. The pump was successfully explanted; however, the overall patient outcome is unknown.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.